Event description:
On (B)(6) 2018 the recipient no longer had any responses to sounds with the device. No trauma or accident was reported. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2018 the recipient no longer had any responses to sounds with the device. No trauma or accident was reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2018 the recipient showed no responses to sounds with the device. No trauma or accident was reported. Reimplantation will be suggested.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is planned to take place in (B)(6) 2019.

Event description:
On (B)(6) 2018 the recipient no longer had any responses to sounds with the device. No trauma or accident was reported. Re-implantation is planned for (B)(6) 2019.